Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, increased thresholds were reported. A review of the memory did not reveal any arrhythmia. The patient with this lead is not pacemaker dependent. The impedance measurement increased gradually. A decision regarding lead revision will be made in the near future. No adverse patient effects were reported.

Event description:
Additional information was received: a revision procedure was performed. This lead was removed and replaced.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, no return of product is intended. Without a return of product, analysis cannot be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.